Manufacturer narrative:
Device evaluated by MFR.: a visual and tactile examination of the returned device identified no damage. There was no foreign material received with this device. An examination of the balloon identified that the balloon had been inflated. As part of the device analysis liquid was carefully flushed through the wire lumen with no restrictions noted. When the flushed liquid exited out through the tip of the device, no foreign material was flushed out of the device. A 0.035 inch size guidewire passed freely through the wire lumen with no restrictions noted. The balloon was inflated to its rated burst pressure of 20 atmospheres (atm) with leaks noted. The inflation device was verified at 20 atm before and after use with a calibrated pressure gauge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-04930. It was reported that foreign object was noted on the balloon. A 6.0x20, 75cm and an 8.0x20, 75cm mustang balloon catheters were unpacked and prepared for use. However, during flushing outside the patient's body, it was noted that a very small foreign object came out from both balloons. The procedure was completed with these devices. No patient complications were reported and patient's status was good.

Event description:
Same case as MDR ID: 2134265-2015-04930. It was reported that foreign object was noted on the balloon. A 6.0x20, 75cm and an 8.0x20, 75cm mustang¿ balloon catheters were unpacked and prepared for use. However, during flushing outside the patient's body, it was noted that a very small foreign object came out from both balloons. The procedure was completed with these devices. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: under 18 years old. (B)(4).